Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was not able to press the green button and squeeze the handle and the device was not able to fire. They used another handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia* powered handle. The data from the battery of the handle was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates the handle was released meeting all medtronic quality release specifications at the time of manufacture. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was not able to press the green button and squeeze the handle and the device was not able to fire. It was discovered not working while on charger. They used another handle to complete the case. There was no patient injury.